Manufacturer narrative:
E1: initial reporter first name: (B)(6). E1: initial reporter last name: (B)(6). E1: initial reporter facility name: (B)(6). H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph observed damage on the access blood header port. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with one unit of a prismaflex set, the tubing was found to be broken and leaking. There was no report of patient injury or medical intervention associated with this event. No additional information is available. .